Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and failure analysis found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument jaws could not be opened. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the jaws were not stuck on tissue when the issue occurred. The event occurred when the vessel sealer (vs) was inserted into the patient, so the jaws were folded during insertion. And they remained that way, they could not be opened from the surgeon's console. In addition, after the instrument was removed, the jaws could not be opened manually - by the release mechanism. There was no adverse effect to the grasped tissue and there was not unexpected tissue removal. There was no bleeding observed due to the unclamping issue. They used vs a few times during that surgery and it worked flawlessly.